Event description:
It was reported that the device was used during an open bowel resection. It was reported by the rep that (1) tlc55 instrument locked up and would not complete the firing cycle. Another instrument was used to complete the case. There was no consequence to the patient.